Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1 and g2 (inadvertently missed the country name china). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited issues with ultrasound not displaying an image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: ultrasonic echo signal missing; scope cover plate had peeling; due to damage on ultrasonic probe, the number of missing element exceeds the standard value. Should additional relevant information become available, a supplemental report will be submitted.